Manufacturer narrative:
The customer reported that the central nurses station (cns) has gone down and cannot get up running. She came onto her shift and noticed both screen blank on a dual screen set up. She called the engineering department. They came and checked the cables, power supplies, tried power cycling the device with the same end result. Nihon kohden technical support (nk/ts) went over all of the same steps with the nurse but they were not able to find a solution. The customer called and requested the part number for a hard drive to replace the one in their unit.

Event description:
The customer reported that the central nurses station (cns) has gone down and cannot get up running.